Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of peritonitis and pyrexia in a patient coincident with dianeal-n pd-4 and extraneal therapies. Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the nurse contacted baxter (B)(4) technical services and reported the following. On an unreported date, the patient visited emergency room as he experienced peritoneal cloudy effluent. On (B)(6) 2012, the patient was diagnosed with peritonitis (manifested by cloudy effluent) and pyrexia. Treatment was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.